Manufacturer narrative:
Upon receipt in our laboratory, initial device interrogation revealed that the ICD was in factory fallback mode. Further analysis is being conducted to determine the root cause for these observations.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, this device was thoroughly tested. A review of internal memory indicated that the device underwent a reset. Following this reset, the device reverted to a safety fallback mode with limited programmability in which single zone pacing and defibrillation therapy were available. Detailed analysis isolated the cause of the reset to an attempted capacitor reformation that occurred at the same time that the crt-d was performing a battery voltage measurement. Performance of these tasks requires different internal power supplies. When the capacitor reformation was attempted, the power supply did not appropriately switch from the battery to a regulated power supply as designed. Consequently, the added drain associated with the capacitor reformation dropped the internal power supplies below an acceptable level, resulting in the reset.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was returned for disposal. There were no allegations against the device's longevity or functionality. There were no adverse patient effects reported.